Manufacturer narrative:
The referenced device was returned to olympus service center for evaluation. The customer¿s reported issue was confirmed the image come on and off intermittently when the cable is manipulated. Additionally, the image has a slight appearance of white pixel but still in workable condition. The cable unit has signs of internal damage/twisted wires. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (oaz) was informed that the customer high-definition autoclavable camera head reportedly had ¿no image on screen¿. The problem was found during preparation for use of a diagnostic laparoscopic procedure. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty cable. The specific root cause of the faulty cable could not be determined at this time. Olympus will continue to monitor field performance for this device.